Event description:
(B)(6) mentioned that he observed it but he doesn't know exactly what happened. The wire and the balloon froze together so that the balloon would not, wasn't able to move freely over the wire. They removed those two devices and used two of the same (another of the same) to complete the procedure. No patient complication. Patient is fine. Otherwise, successful and no injuries to the patient.

Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details received to date: it appears that clinical and or procedural factors may have impacted on the reported event. If there is any further information received, a follow up medwatch report will be filed.